Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to neurologic damage, local or systemic including stroke. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of a descending thoracic aortic aneurysm. Two conformable gore® tag® thoracic endoprostheses were successfully deployed. The patient tolerated the procedure. On (B)(6) 2018, a follow-up computed tomography (CT) was performed, revealing a retrograde thoracic aortic dissection originating from a new entry tear (stent-induced new entry, sine) which was located around the proximal end of the proximal endoprosthesis. A reintervention was performed to repair the retrograde aortic dissection, whereby a conformable gore® tag® thoracic endoprosthesis (tgu404020j/16605629) was implanted proximal to the existing endoprosthesis. As a chimney endoprosthesis, a gore® viabahn® endoprosthesis was deployed in the left subclavian artery. Then, a 24-fr gore® dryseal sheath with hydrophilic coating was advanced from the left common femoral artery and the endoprosthesis (tgu404020j) was successfully deployed. Intra-procedure imaging revealed a proximal type I endoleak. Additionally, the patient was suspected to suffer from cerebral infarct with the deteriorated consciousness level. It was reported by the physician that thrombus in the aortic arch spread, which could have caused or contributed to the suspected cerebral infarct. Intra-procedure imaging revealed a suspected cerebral infarct with the patient¿s consciousness level being deteriorated. It was reported by the physician that thrombus in the aortic arch could have spread, causing the suspected cerebral infarct. It was determined that the endovascular reintervention would be concluded first, followed by an intervention being performed to treat the suspected cerebral infarct. Another conformable gore® tag® thoracic endoprosthesis was implanted. The patient tolerated the procedure and a neurosurgeon underwent an intervention for the suspected cerebral infarct. A brain CT was performed but any apparent vessel obstruction was not confirmed. The neurosurgeon elected to monitor the suspected cerebral infarct.